Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, loss of mobility, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2014. A review of the invoice history confirmed the revision surgery date; however, an invoice could not be located to confirm the initial procedure and which components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04130 & 2015-01049).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, loss of mobility, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2014. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient was revised on (B)(6) 2014 due to mechanical noise and elevated metal ion levels. Operative report further noted a metal on metal reaction, osteolysis, lack of bony ingrowth around the acetabular cup and metal debris. The modular head, acetabular cup and taper adapter were removed and replaced.